Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of post-operative non-union is unknown. This report is for nine (9) unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a nonunion of a humeral shaft fracture with a broken 4.5mm narrow 11-hole locking compression plate (lcp). The broken plate and intact screws were successfully removed on (B)(6) 2015. The patient was revised with a 4.5mm 11-hole broad lcp plate. There was no surgical delay reported. This report is for nine (9) unknown screws. This report is 2 of 2 for (B)(4).